Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that her son's old insulin pump alarmed motor error. She indicated that the motor error was received and she did not have a back up plan for her son so her son was admitted to the hospital with blood glucose of 832 mg/dl. Customer indicate that she now has a back up plan which is a new pump. Troubleshooting assisted patient with the programming of the new pump. Customer was advised to follow up with doctor if current settings need to be changed.